Event description:
This will be filed to report broken l-lock tabs that were discovered during device analysis. It was reported that a patient presented with grade 3-4 functional tricuspid regurgitation (tr). During a mitraclip procedure, the third clip was an xtw. The clip was used on the tricuspid valve. No issues were noted during preparation. After straddling the device in the right atrium, the a knob was used to steer to the tricuspid valve. An attempt was made to open the xtw clip, but the device could not open. Troubleshooting was performed, such as, closing the arm positioner more and incrementally pulling back on the lock lever. After several attempts, the clip could not open. The xtw was replaced, and the procedure was completed. The tr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open inability during procedure could not be replicated in a testing environment due to the condition of the returned device. Additionally, broken and scratched l-lock tabs were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the cause of the observed broken and scratched l-lock tabs was unable to be determined. The reported clip open inability in anatomy was a cascading event of the observed broken l-lock tabs. The reported off-label use is due to the user using the mitraclip g4 system on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.